Event description:
(B)(4). I have a feeling suddenly take over my entire life with a scared, panicked kind of feelings. Can't catch my breath and not able to calm down for long periods of time usually takes me taking a prescription pill for anxiety to make me fall asleep so when I wake up it's all over.